Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with multiple cartridges during the load sequence. Reportedly, the customer obtained manual injections as alternate insulin therapy. In addition, customer had elevated blood glucose (bg) levels (256 mg/dl). Reportedly, the customer forgot to deliver a bolus after eating a meal. Customer delivered a bolus to address elevated bg levels.